Event description:
This report was received from a physician regarding a patient who developed restrictive exotropia after a baerveldt shunt was implanted in her left eye. The shunt was implanted on 18 mar 97. The patient first complained of diplopia secondary to restrictive exotropia on 17 apr 97. The baerveldt shutn was explanted on 29may97. The patient was still complaining of strabisumus related double vision as of 08dec97. The physician believes the event to be device related; however, it is unknown at this time if there was a problem with this specific shunt. The device has not been received by the MFR at this time. A batch review of this device is pending.